Manufacturer narrative:
Plant investigation: the complaint sample is not available and the lot number of product involved is unknown. Therefore a search on sap system was performed of the lots delivered to the patient, with a time frame of three months before of the event date from (B)(6) 2018 resulting in 3 lots. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cassette and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the cycler or cassette. Additionally, the pdrn reported that the patient had a breach in aseptic technique by not following proper handwashing and also possibly having a bowel perforation. There is no allegation of a machine malfunction or deficiency related to this event. Based on the available information the cause of the peritonitis is not related to any fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the emergency room for peritonitis. Upon follow, pdrn stated that the patient¿s cause of peritonitis is improper hand washing and/or possible bowel perforation. There weren¿t any comorbidities reported. A culture was taken and the patient had wbc count. Wbc 99, pmn 80%, c&s klebsiella oxytoca, citrobacter koseri, citrobacter freundii. The patient was treatment with vancomycin and ceftazidime with c&s therapy changed to cefazolin. The patient was sent to (B)(6) for possible bowel perforation. The patient has their catheter removed and cvc placed pending hemodialysis treatment. The patient has a micro perforation and has not required medical intervention.